Event description:
It was reported that during implant surgery, the pt experienced exposed high jugular vein and transverse sinus bleeding that was controlled. Middle ear cleaning and ventilation were performed. The surgery went well. The device testing revealed normal functions. When more info becomes available, a supplemental report will be sent.